Event description:
It was reported that the device was measuring out of range impedances for the svc vector. The impedance was out of range for at least one year. It was noted that the svc setscrew may have backed out. Chest x-ray and reprogramming the shocking vector to rv to can was recommended. The physician elected to leave the system as is and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.